Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with unknown saline breast prostheses. It was reported that as a result of having the saline breast prostheses, the patient developed capsular contracture, which were confirmed by two plastic surgeons. It was also reported that the patient was diagnosed with breast implant illness and autoimmune diseases, which included hashimotos, thyroiditis, fibromyalgia, and raynaud's syndrome. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.